Event description:
A peritoneal dialysis (pd) patient reported having an infection related to dialysis during a call to customer support for drain complications with the fresenius cycler. In additional follow-up, the patient¿s pd nurse confirmed the patient had peritonitis and was experiencing some diarrhea. The cycler did not warrant replacement. The nurse the patient is having drain issues that might be related to the pd catheter (not a fresenius product). The nurse confirmed the patient did not have adverse effects from use of fresenius device or products.per the nurse, the patient reported he was experiencing abdominal pain. As a result, on (B)(6) 2021, the patient had a pd culture (obtained in the outpatient pd clinic) which grew the bacteria serratia marcescens. It was stated the patient was treated with gentamycin (per clinic protocol) intra-peritoneal (ip) for 3 weeks. The patient is continuing pd therapy and is recovering from the event, per the nurse. Additionally, the patient¿s nurse indicated the reported symptom of diarrhea was due to something the patient ate; not related to dialysis. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the exact cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event.

Event description:
A peritoneal dialysis (pd) patient reported having an infection related to dialysis during a call to customer support for drain complications with the fresenius cycler. In additional follow-up, the patient¿s pd nurse confirmed the patient had peritonitis and was experiencing some diarrhea. The cycler did not warrant replacement. The nurse confirmed the patient is having drain issues that might be related to the pd catheter (not a fresenius product). The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. Per the nurse, the patient reported he was experiencing abdominal pain. As a result, on (B)(6) 2021, the patient had a pd culture (obtained in the outpatient pd clinic) which grew the bacteria serratia marcescens. It was stated the patient was treated with gentamycin (per clinic protocol) intra-peritoneal (ip) for 3 weeks. The patient is continuing pd therapy and is recovering from the event, per the nurse. Additionally, the patient¿s nurse indicated the reported symptom of diarrhea was due to something the patient ate; not related to dialysis. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.